Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received by health care provider (hcp) via a clinical study reported the workup for granuloma was (B)(6).

Event description:
Additional information received by health care provider (hcp) on 20-jun-2017 indicated a granuloma was suspected, however the workup deemed negative for granuloma. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8711, lot# j10833r62, implanted: (B)(6) 2001, product type : catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid and bupivacaine at concentrations of 5.0 mg/ml, 10.0 mg/ml and doses of 0.9993 mg/day, 1.999 mg/day via an implantable pump. The indication for use was non-malignant pain, other non-malignant pain, and other chronic/intrac pain. It was reported the patient complained of increased generalized pain with feeling electrical shocks throughout their body on (B)(6) 2013. The clinical diagnosis was listed as unsatisfactory analgesia. It was indicated the event was possibly related to the device or therapy and unlikely related to the implant procedure. The pump was reprogrammed on (B)(6) 2013 and a workup for granuloma was done on (B)(6) 2013. The event was unresolved with no further action planned.